Event description:
Provider states that the pull tube on the head section of the bed is slightly bent so when the consumer would lower the bed it would not go down all the way without help from the consumer pushes it down manually.